Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the pump¿s battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, the battery compartment was observed to have multiple cracks on the threads. There was evidence of corrosion observed in the battery compartment. The pump failed a leak test due to a battery compartment leak. The keypad cover was found to be intact. Unrelated to the complaint, evaluation revealed the up arrow, down arrow and ok keypad buttons were intermittently unresponsive. The keypad was removed and evidence of contamination was found under all of the button contacts. The pump was opened and no additional corrosion was observed inside the pump. Unrelated to the complaint, evaluation revealed that the display screen was dim, fading and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.